Event description:
It was reported to the manufacturer by the end user, per the end user, patient was lying on the bed and used the hand pendant to raise her body. She felt a shock throughout her body. The doctor was called and came to the patients' home. She was evaluated and was ok. The patient continues to feel a tingle in her body. (B)(4) were entered into our system to have the bed returned to joerns for investigation. As of this writing, the bed has not been returned.